Manufacturer narrative:
(B)(4). A technical support engineer (tse) assisted the user by phone with troubleshooting the device. The tse recommended that the user replace the breath delivery (bd) central processing unit (cpu) to resolve the issue. No additional information has been obtained.

Event description:
It was reported that a ventilator displayed several device alerts during patient ventilation which subsequently rendered the ventilator inoperable. Though requested, no additional patient information was made available. There is no report of death or serious injury associated with this event.